Event description:
Revision surgery of a total wrist on a male patient. The poly was delaminated and worn out the lateral side. The implant had been in for 4-5 years.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received or evaluation. An investigation has been initiated based upon the reported information.